Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t2-l3 to treat adolescent idiopathic scoliosis. It was reported that shavings were coming off of the break-off set screw. No additional patient complications were reported.

Manufacturer narrative:
The device returned for evaluation. It appears the lead of the thread was sitting on a surface, possibly the top of the mas, while an axial load was applied to the set screw, causing the lead in to deform upwards. This rendered the set screw useless as it was unable to engage with the sample mas. The above observations are consistent with axial force overload prior to thread engagement.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.